Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds resulting in premature battery depletion of the cardiac resynchronization therapy defibrillator (crt-d). It was found during the changeout procedure that the right ventricular (rv) lead had insulation damage, the helix of the lead would not retract, and there was extraction difficulty. The rv lead and device were explanted and replaced, and the lv lead was extracted and not replaced. A future epicardial lv lead implant will be considered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, and returned product testing found the device did perform as described in the field action. Product event summary: the distal portion of the lead was returned, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, and the overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. The analyst commented that the overlay tubing is not insulation and does not affect electrical performance. The helix was extended and bent, with tissue visible inside it. The helix was damaged at explant.